Event description:
After 6.5 hrs of intra-aortic balloon pumping the pt became restless and attempted to sit up in bed. The balloon catheter became severely kinked which affected augmentation and inflation (both were poor). The balloon catheter was replaced 3 hrs later.